Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The customer confirmed during a routine check the speaker assembly gave no sound; however, the unit did give a speaker inoperative message. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
It was reported that the speaker of the intellivue mp70 was not working and a error was appearing. The device was not in use at time of event and no patient involvement.